Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery jump malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. The customer reported the battery gauge jumped from 60% to 100% after being connected to a power source via wall outlet. The customer's blood glucose was 100 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.